Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, prolonged hospitalization and surgical intervention. The patient suffered a cardiac effusion that resulted in cardiac tamponade. In the middle of the procedure, the patient's blood pressure began to drop. They used an intracardiac echocardiogram to confirm an effusion. Pericardiocentesis was performed and two liters of fluid had been removed and was transfused back into the patient. As of the time of the call, an hour after the pericardiocentesis, the patient was still "actively bleeding" the blood pressure was slowly dropping, and the patient was being sent to the or. The case was not part of a clinical study. There were no indications of high force or high impedance. The caller spoke to the physician and the physician explained that because the blood oxygen saturation was high, it was likely the bleeding was coming from the left atrium, but the physician did not have an opinion as to the cause of the effusion. The issue was discovered during the use of the biosense webster products. The physician was thinking it could be the products but when using replay there wasn¿t any indication from the location of the tamponade that the ablation or pentaray catheter could have cause it. The force on the ablation catheter was within the normal range between 4-40 and was around 10-15 near the ridge. Protamine was given to reverse heparin and pericardiocentesis was done to remove blood from the epicardium so blood pressure would go back to normal. Eventually the patient had to go to surgery since the tamponade has not resolved and blood pressure was dropping every 5min. After the surgery, the patient is doing well and recovery from the open heart procedure to close up the tamponade in the mid left atrial appendage. The patient outcome was fully recovered (no residual effects) and improved. The patient required extended hospitalization because of the adverse event, the patient have to stay post cardiac surgery to repair the tamponade in the left atrial appendage. The reported does not know how long the extended hospital stay was but was assuming may 5-7 days to heal up for the cardiac surgery. The generator used was a smartablate system. A transseptal puncture was performed with a baylis standard curve c0, 71cm, model:nrg-e-hf-71-co needle and abbotts sl1 sheath. Ablation was performed during the procedure until doctor notice the decrease in blood pressure. Intracardiac imaging was done with the cartosound catheter and physician notice 2.4cm wide effusion in the rv. No steam pop was notice during the procedure. The event was notice when physician complete isolating the left veins and midway done with the right veins when the pressure start dropping from baseline. An irrigated catheter was used during the procedure, the setting was set to stsf 2ml for stand by and 8ml for low power 30watts or below and 15ml for any power above 30watts. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No major error message was seen on the procedure beside reminding the physician to re-zero catheter once it fall out of the optimal range before starting the ablation process again. Force visualization features used were graph, dashboard, vector and visitag with the visitag parameters set at range 3mm, time 3sec stability, tag size is 3mm, and 25% within the optimal zone before displaying visitag lesion. No other filter was use beside the respiratory gating that is needed. Only surepoint number was use during the procedure, 380-400 on the posterior wall and 550 on the anterior wall and ridge and fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
It was reported that a 58-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, prolonged hospitalization and surgical intervention. The patient suffered a cardiac effusion that resulted in cardiac tamponade. In the middle of the procedure, the patient's blood pressure began to drop. They used an intracardiac echocardiogram to confirm an effusion. Pericardiocentesis was performed and two liters of fluid had been removed and was transfused back into the patient. As of the time of the call, an hour after the pericardiocentesis, the patient was still "actively bleeding" the blood pressure was slowly dropping, and the patient was being sent to the or. The case was not part of a clinical study. There were no indications of high force or high impedance. The caller spoke to the physician and the physician explained that because the blood oxygen saturation was high, it was likely the bleeding was coming from the left atrium, but the physician did not have an opinion as to the cause of the effusion. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number (B)(6) and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).